Manufacturer narrative:
Date of event: the exact date of the event was not reported.

Event description:
Boston scientific received information indicating that three patients who underwent a convective radiofrequency water vapor thermal therapy procedure developed an interprostatic urinoma post-procedure. It was reported that the patients physician attributed this to the steam hollowing out a cavity in the prostate, leaving the urethral prostatic tissue untouched. This allowed urine to gather in the cavity, causing a urinary tract infection (uti) and prolonged irritative symptoms (approximately 4-6 weeks). In one case, sepsis developed. Magnetic resonance imaging (MRI) was used to identify the interprostatic urinoma filled with urine. In each case, a transurethral resection of the prostate (turp) was then performed to cut the prostatic urethral tissue, removing the cavity/urinoma and resolving the patients problem. Available information indicates that the patients are expected to make a full recovery. 3 of 3.